Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by the field service engineer that during preventive maintenance the cardiosave intra-aortic balloon pump (iabp) had fault # 139 (communication with power management board fault) identified in the logs. There was no patient involvement and no harm is reported. The unit was fully functional otherwise. The fse replaced the power management board as a precaution. The unit passed all functional and safety tests to manufacturer specifications.